Manufacturer narrative:
Complaint conclusion: during the procedure, while pulling back a 6f-7f mynxgrip vascular closure device (vcd), the balloon was not properly anchored at the vessel wall and pulled out of the patient¿s body. Therefore, hemostasis was achieved by manual compression. There was no reported patient injury. The balloon of the mynx device had been prepped according to IFU, and there had been no leakage found from the balloon. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for the investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The advancer tube was found on the catheter shaft. The sealant was not returned, and the sealant sleeve was displaced towards the handle: this condition indicates complete removal of the device. The procedural sheath was not returned with the device. The syringe was attached to the device. Per functional analysis, an inflation/deflation test was performed and the inflation indicator as well as the balloon were able to inflate, maintain pressure, and deflate as intended per mynxgrip instructions for use (IFU). Per dimensional analysis, the outer diameter of the balloon was found to be within the specification. Per microscopic analysis, visual inspection under high magnification revealed there was no saline found in the inflated balloon. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, as pulling back a 6f-7f mynxgrip vascular closure device (vcd), the balloon was not properly anchored at the vessel wall and pulled out of the patient¿s body. Therefore, hemostasis was achieved by manual compression. There was no reported patient injury. The balloon of the mynx device had been prepped according to IFU, and there had been no leakage found from the balloon. The device will be returned for evaluation.